Manufacturer narrative:
(B)(4) inspected 1 opened and used reservoir performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected and locked in place properly.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the customer received a no delivery alarm. The customer's blood glucose was 556 mg/dl at the time of incident. The customer's blood glucose was 360 mg/dl at the time of call. The representative stated that the customer treated the high blood glucose by bolus. The representative stated that the no delivery alarm was resolved after replacing the reservoir. The insulin pump will be returned for analysis.